Manufacturer narrative:
As the serial number for the device was not provided at the time of report. The return of the sample is pending. The investigation of the reported event is currently underway. MFR report #3011879048-2023-00003 was submitted for the venclose evsrf catheter, material # vc10a256f100eu, lot #55396202, used during this event.

Event description:
It was reported that during an rf ablation procedure, the first segment was treated with 2.5 cm segment, after this 20 sec cycle, it was reported that the treatment length shown on the display went back to default of 10cm and then the screen shuttled down, and home screen appeared. It was further reported that another catheter was used to successfully complete the procedure. The patient was not impacted negatively, and no patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported unexpected reset in treatment length and power problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: MFR report #3011879048-2023-00003 was submitted for the venclose evsrf catheter, material # (B)(4), lot #55396202, used during this event. H10: d4 (medical device serial number), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during an rf ablation procedure, the first segment was treated with 2.5 cm segment, after this 20 sec cycle, it was reported that the treatment length shown on the display went back to default of 10 cm and then the screen shuttled down, and home screen appeared. It was further reported that another catheter was used to successfully complete the procedure. The patient was not impacted negatively, and no patient injury was reported.